Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output or telemetry.

Manufacturer narrative:
H6-final analysis found the device to exhibit no output or telemetry due to a high current drain that depleted the battery. The high current drain was caused by a discrepant analog integrated circuit.